Event description:
Tubing separation. It was reported that during set up, the tubing separated immediately below the cassette. The customer reported no adverse pt effects. Though requested, no additional info was provided.